Event description:
Lead remains implanted. There are a large number of short interval recordings that show noise. Pacing impedance is less than 200 ohms several times before and there have been previous unsuccessful threshold tests. Full lead evaluation recommended. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
(B)(6) 2021 inappropriate shocks reported. Lead remains implanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.